Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that all of the keypad buttons responded properly. The keypad cover was removed and no evidence of contamination or damage was observed under any of the key contacts. A visual inspection from the exterior of the pump did not show any evidence of moisture ingress. However, a crack was observed on the battery compartment and the pump failed the leak test. The pump was opened and corrosion was observed on internal components.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the down arrow, contrast, and ok keypad buttons were under responsive to user presses. Moisture was allegedly visible behind the pump display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.